Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via an 8f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the proglide foot did not return to its normal [closed] position. A cut down was used to remove the device. The sheath was upsized to greater than 8.5f and the tavi procedure was completed. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.